Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR-2247858-2021-00065. Device 2 is being reported under (B)(4).

Event description:
Endoleak (type IV): tevar was performed for the treatment of thoracic descending aortic aneurysm using two relay plus stent-grafts. After two stent-grafts were deployed sequentially, endoleaks were observed. Ballooning of the stent-grafts was performed at the proximal sealing and the overlap of the two stent-grafts. For distal sealing, ballooning was performed with less pressure as there was dissection. After ballooning, endoleaks became comparatively minor but were not resolved completely. No product defects. Dr. Tsuda pointed that he suspected endoleak type IV. No additional treatment is planned. The patient will be followed up. The relay plus used: first one: distal, 28m330155302290u, 1906110037 (tc#bm 210501001). Second one: proximal, 28m332250322490u, 2007110109 (tc#bm 210500982). Patient outcome - "the patient will be followed up."

Event description:
Endoleak (type IV): tevar was performed for the treatment of thoracic descending aortic aneurysm using two relay plus stent-grafts. After two stent-grafts were deployed sequentially, endoleaks were observed. Ballooning of the stent-grafts was performed at the proximal sealing and the overlap of the two stent-grafts. For distal sealing, ballooning was performed with less pressure as there was dissection. After ballooning, endoleaks became comparatively minor but were not resolved completely. No product defects. Dr. Tsuda pointed that he suspected endoleak type IV. No additional treatment is planned. The patient will be followed up. The relay plus used: first one: distal, 28m330155302290u, 1906110037 (tc#bm 210501001). Second one: proximal, 28m332250322490u, 2007110109 (tc#bm 210500982). Patient outcome - "the patient will be followed up."

Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR-2247858-2021-00065. Device 2 is being reported under MDR-2247858-2021-00066.